Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery charger was not charging his batteries and was making a clicking noise. The patient was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. As received, the charger/modem was resetting. The cause for the resets was a shorted u13 (8-bit cmos flash micro-controller) component. The root cause of the shorted u13 component cannot be positively identified. No adverse event resulted from the corrupted u13 component. The patient received a replacement battery charger/modem.